Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by priming tubing and resuming insulin, and due to frequent occlusion issues, requested additional assistance through technical support .